Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. Provided imagery was reviewed, confirming the complaint event. Review of provided cine revealed the following observations: commander ds/crimped thv appeared to be outside of sheath lumen, consistent with liner puncture. Review of provided 3mensio revealed the following observations: the patient's right access vessel had presence of tortuosity. The complaints for resistance between system components leading to inability to advance through the sheath, sheath not expanding, and liner puncture were confirmed based provided imagery. A review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Evaluation of the provided imagery confirmed presence of torn liner, with exposed ds/crimped thv that was accompanied by liner stretching within the torn liner region. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. An investigation outlined in a technical summary has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending and monitoring. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for liner stretching with concomitant tear/puncture. The pra states that liner tears can occur when the hdpe outer layer adheres to the etched ptfe liner, preventing the seam from opening. Additionally, in this case, patient had presence of tortuous as confirmed via 3mensio. Tortuous vasculature could impede proper sheath expansion during system advancement, leading to the observed liner stretching and tear. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (tortuosity) may have contributed to the liner puncture and sheath not expanding. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of tortuous vasculature could create a challenging pathway during delivery system advancement by restricting and/or impeding proper sheath expansion, leading to increased resistance. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (tortuosity) may have contributed to the resistance between system components leading to inability to advance through the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The provided device-related/cine photos were reviewed, and the following was observed: sheath liner is torn/punctured starting from distal strain relief; commander delivery system flex shaft is exposed through the torn liner. Patient anatomy is present on the sheath shaft. Hdpe distal to strain relief and proximal to the patient anatomy appears pinched/folded in on itself. Portion of liner distal to patient anatomy is expanded. Liner stretching was observed distal to patient anatomy. Based on the report that the physicians manipulated the device on the back table: removal of the attached patient anatomy revealed that the outflow struts of the thv are exposed through the torn sheath liner. No abnormalities noted on the valve. Liner is bunched in the distal direction, distal to thv. Liner stretching proximal to the exposed thv. Hdpe is damaged proximal to the exposed thv. Thv appears to be protruding from the sheath shaft. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure, planned right femoral cutdown was achieved due to patient body habitus. A 14f esheath+ was prepped in standard fashion. It was advanced into the body without issue. A 26mm sapien 3 ultra resilia valve was prepped in standard fashion. The delivery system was advanced into the sheath. There was an increase in push force through the initial part of the sheath, then it advanced with what seemed to be normal push force. However, it was noted that the delivery system was advancing but the team was not seeing the nose cone enter the fluoroscopy image. They panned down and noted that the shaft of the delivery system had exited the seam of the sheath and was outside of the sheath. The valve also appeared to be outside of the sheath. They elected to remove everything as a unit. There was resistance with the valve, so the team planned for vascular injury. All initially looked okay on angiogram. They slowly kept removing the system. Once the system was back into the common femoral, a drop in blood pressure was noted. Extravasation was noted on angiogram. An 8mm balloon was placed into the iliac initially but that did not tamponade. They upsized to a 12mm balloon, which controlled the bleed. Vascular surgery was consulted. They extended the incision and began removing the entire unit. Upon the valve exiting it was noted that the common femoral avulsed and was on the sheath. They elected to do an iliac femoral bypass. The patient left the or in stable condition.

Manufacturer narrative:
Investigation is ongoing.